Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager failed. A field service engineer (fse) found that the hasp was not securely connected. The fse removed the hasp and installed a new one. The fse then logged into the hardware test application (hta) and ran final tests on the smart remote manager (srm), which passed successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager (srm) cable was not fully attached, and the 9v battery was missing. The cable connecting the refrigerator to the pyxis was not securely connected, and due to the missing battery, the refrigerator was not communicating with the pyxis. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care.however, there were no adverse events or injuries reported based on this event.